Event description:
It was reported that the patient received a patient notifier for high impedance. High capture threshold was also noted. The lead was capped and replaced when explanting was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.